Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Customer received third party assistance from husband and delivered a correction bolus via pump to address bg level. Reportedly, issue was resolved.